Event description:
The customer obtained a non-reproducible higher than expected vitros tropi es result from a single patient sample processed on the vitros 5600 integrated system. Vitros tropi es result =0.233 ng/ml vs. Expected < 0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was reported from the laboratory. However, a corrected report was later issued based on repeat testing of the sample and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample processed on a vitros 5600 integrated system. There was no indication that a reagent or instrument issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause of this event is unknown.